Manufacturer narrative:
Date of event: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter: address unavailable.  Bd corporate address used. Device manufacture date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that unknown bd¿ needles are breaking off during use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. A device history review could not be completed as no batch number was provided. No root cause can be determined as no samples were received.